Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the suture, link, posterior needle tip and both cuffs were not returned with the device, the scope of the investigation was limited and the reported cuff miss could not be confirmed. However, analysis of the returned device revealed anterior cuff-to-needle tip detachment while retracting the needle plunger. A cuff-to-needle tip detachment would have resulted in a failure to retrieve to suture during the needle plunger retraction and would appear similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately calcified and moderately tortuous right common femoral artery was attempted using a proglide device with a 6f sheath after a carotid diagnostic procedure. Reportedly, a cuff miss occurred. Three additional proglide devices were used with the same result. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the right common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced being filed under separate medwatch MFR numbers.